Event description:
The customer's father reported via phone call, the insulin pump was alarming button error. Customer's father stated the customer did press buttons at the time of the alarm. However, the customer was also playing in the water but the device was in the holster. Customer's father was advised the insulin pump would need to be replaced and he agreed to return the device.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.